Event description:
This spontaneous report was received from a us physician and concerns a 46-year-old female patient (weight: 54.4 kg). She was injected with radiesse(+), for a brazilian but lift (bbl) treatment (off label use of device) on (B)(6) 2024. Batch number was reported as a00133490, (expiry date: 05-nov-2025) and as a00139500, (expiry date: 28-feb-2026). The batch record for lot number a00139500, (expiry date: 28-feb-2026) could not be confirmed. The batch record review was received and the lot number a00133490 for radiesse(+) was confirmed as a00133490, (expiry date: 05-nov-2025). A lot search in the global safety database was conducted. Thirty syringes were used, 18 syringes were used with batch number a00139500 and 12 syringes were used with batch a00133490. Radiesse(+) was mixed with normal saline (not bacteriostatic) (product preparation issue, off label use of device). The provider was unsure, but did not believe that the patient had any prior aesthetic treatments. The patient was never previously injected with radiesse. The patient did not have prior aesthetic treatments in the area treated with radiesse(+). The patient had no medical history or concomitant medication. On (B)(6) 2024, 1 day after the radiesse(+) injection, the patient experienced a petechial rash that was widespread, petechiae developing over her body. She experienced possible major inflammatory reaction. There were no other symptoms. Laboratory tests performed included complete blood count (cbc), comprehensive metabolic panel (cmp) and prothrombin time/international normalized ratio (pt/inr). Results were unremarkable. She was treated with a high-dose prednisone taper over 10 days (60mg, 40mg, 20mg, 10mg). The rash was resolved by day 10. According to the physician, it was 100% necessary to treat it with steroids before development of systemic inflammatory reaction syndrome (reported as sirs). It was not considered to be permanent. The outcome of the event inflammatory reaction was reported as resolved on (B)(6) 2024. In the opinion of the reporter this rash occurred due to radiesse(+) as a symptom of a major inflammatory reaction, particularly since symptoms resolved with steroid treatment. No signs of infection were ever noted nor apparent on blood work, and since radiesse(+) was mixed with normal saline (not bacteriostatic), isopropyl alcohol was not the culprit as previously suggested.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event, injection site inflammation was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse(+), lot number a00133490, was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No nonconformance reports, corrective/preventive actions related to this lot.